Event description:
Additional information was received from the patient. It was reported that the patient mentioned that they have had issues since being implanted with the device. Caller stated they were unable to increase stimulation and was sent a replacement controller but it did not resolve the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2014 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt reported that they were not getting therapeutic benefit but that may be resolved now. For a while they had been able to decrease stimulation, but not increase, but that is resolved now. The patient also reported that for a while the representatives could not program their implant. At the last appointment the representative was able to program the implant. The patient used to charge every week and now it is evert day. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned they have an appointment coming up on the 29th to continue working on it. Patient noted their fingers don't work real good anymore.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that they met with the patient as the patient had a significant decrease in pain relief over the past year plus. The rep ran an impedance test (group and individual checks) which returned the lead 8-15 to be out of range (oor), with electrode 8 in the 39,000 range and electrodes 9-15 to be greater than 40,000 ohms. The rep reported that the patient worked in a very physical field, as a heavy equipment operator, but confirmed no trauma or falls since implant in 2014. The rep reported that they removed all programming from the patient¿s 8-15 lead and reprogrammed his 0-7 lead. This provided minimal and one-sided coverage in his usual painful areas. The rep instructed the patient to schedule an appointment with both his surgeon and a rep to discuss his options. No further complications were reported.